Event description:
Pt weighed self after treatment on phd. Came off machine 1.7 kg heavier than started (in addition to dry weight of 69.0 kg). Displaed s/s leg edema, sob, chf. Two days later, went on machine @ 72.5 kg, came off 69.3 kg, relieving symptoms.